Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, d4, d6b, e1, h6

Event description:
Healthcare professional reported right side "rupture" of a non-abbvie device. The device has been explanted.

Manufacturer narrative:
Continued e1 -- alternate email address: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture" detected via MRI. The device remains implanted.